Manufacturer narrative:
H3: one cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there were 1871 error code messages. A functional check was performed and the reported issue was able to be confirmed. The pump was found to be displaying "1871" error code alarm message on power up when batteries were inserted. It was discovered that the motor locks up for an unknown reason. The motor will be replaced to resolve the issue.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device gave an error code, "1871."it is unknown if a patient was present during the reported event.